Event description:
The hospital reported that they had concerns about the frequency of use of the hemopro extension cable. The biomed department in the hospital tested the cable for output verification testing and found that it was out of specifications and not passing the ratings. There was no procedure involved, therefore, no pt involvement. The cable had been sterilized and will be returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there was some sticky substance on the cable casing, and bumpy areas, particularly at the 9 pin connector end. A pre-cautery test was performed on the device with reference power supply and hemopro tool. The device passed the pre-cautery test; the hemopro device produced energy and steam, and did not remain activated. Based upon the functional test, the reported failure could not be confirmed. Internal file number - (B)(4).